Event description:
It was reported that during a da vinci s hysterectomy procedure, after approximately 20 minutes of use, arcing was observed from the tip cover accessory installed on the monopolar curved scissors(mcs) instrument. The mcs instrument was removed and the tip cover accessory was replaced. The planned surgical procedure was completed with a replacement tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was discarded by the site and as of the date of this report the monopolar curved scissors instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Several attempts to obtain additional information from the site have been made concerning the reported event; however, no other information has been provided. If additional information is received, a follow up MDR will be submitted.